Event description:
It was reported that a patient had a pump pocket erosion issue. It was unknown when this issue began, but thought that it might have eroded gradually. Surgery was scheduled the monday after the date of this event, but it was not sure what would actually be done at that time. It was later reported, that the pump was removed on 2015 (B)(6). There was no alarm noted with this event, but the patient also experienced skin thinning. The drug that was used via the device system was unknown baclofen. The patient outcome remained unknown at the time of this event; if additional information is received this report will be updated.

Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).